Manufacturer narrative:
Report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a procedure, the physician used cautery which caused damage to the insulation of the right atrial lead. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed.the analysis indicated that the outer insulation of the lead was extr insically breached due to melting. Visual analysis of the lead indicated damage at implant. The analyst noted that the outer insulation was extrinsically breached due to melting at 14.9 cm. If information is provided in the future, a supplemental report will be issued.